Event description:
An exeter stem inserted in 2001 appears to have broken at the neck whist in a patient. The surgeon reports a patient history of spontaneous stem fracture on (B)(6) 2013 whilst walking. Patient underwent revision surgery.

Manufacturer narrative:
The event was not confirmed as no items were returned per hospital policy. Medical records received and evaluation: x-rays confirm adequate position and fixation of components [¿]there is no clear evidence to assume that either patient-related or procedure-related factors have contributed to an overload condition in the proximal stem section resulting in a fracture of the neck some 12-years after implantation. All-in-all, the root cause of this exeter stem fracture can not be determined with the current information where we should realise that both the clinical and radiological information are fairly limited and no explant materials analysis was performed. Device history review: there have been no reported discrepancies for the reported lot. Complaint history review: there have been no other events for this lot. The exact cause of the event could not be determined because analysis of the explanted device and medical records are needed to complete the investigation for determining the root cause.

Event description:
An exeter stem inserted in 2001 appears to have broken at the neck whist in a patient. The surgeon reports a patient history of spontaneous stem fracture on (B)(6) 2013 whilst walking. Patient underwent revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.